Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined station had refrigerator latch failed. A field service engineer replaced the latch assembly to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator latch failed, preventing user from removing the required medications and causing delays.there were no adverse events or injuries reported based on this event.